Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in urgent care unit due to high blood glucose on (B)(6) 2018 with blood glucose level above 408 mg/dl. The customer current blood glucose level was 318 mg/dl. The customer was treated with manual injection. Customer did not feel that insulin pump was under delivering. When customer admitted to hospital blood glucose was 384. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.